Event description:
The concern about the nipple pads is that it contains a hydrogel, and when the product is removed from the breast, pieces of the product stick to the breast and might be ingested by a nursing baby. There is no ingredient statement on this product and reporter believes it is a medical device rather than a cosmetic. The nipple creams apparently caused a rash around a baby's mouth. The nipple creams are nothing more than oils, lanolin and a mixture of botanical extracts. The concern is whether the material is safe for consumption by an infant and also whether the bits left present a choking hazard. Pieces of the product may remain on the breast and be ingested by the baby. Besides the fact that some studies show that the use of such an occlusive dressing can actually increase the rate of infection, depending on how they are used, there are also continuing concerns about the materials used in these dressings and whether they are safe for consumption by baby. The office was particularly concerned about this one from gerber, since the dressing does not stay intact when removed from the skin. Small pieces of it continued to come off on fingers as reporter touched it. Reporter can also see small pieces of it left on the breast to create a choking hazard for the baby if the mom fails to remove all the pieces left behind. This one is particularly bad in that regard. Furthermore, it can be purchased directly by the mother without ever having seen a health care provider to assess for infection or latch. Reporter believes this is a dangerous product and that it is being marketed in a very inappropriate way.